Event description:
The customer reported that when pressure is released from the sensor pad, there is no alarm tone. The customer stated that they did not detect any damage to the rj11 clip. They also tested the alarm unit with another sensor pad the alarm is working fine. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the sensor has several dead spots throughout the pad. There is no visible damage to the rj-11 clip or wires. (B) (4).